Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg: implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient went to the emergency room with the complaint of syncope. A device transmission was done in the ER. It was found that there were indecipherable dual electrograms found on the pacemaker transmission. Additionally, there was possible atrial undersensing noted during episodes. The device and atrial lead remain in use. No patient complications were reported as a result of this event.